Manufacturer narrative:
A ge healthcare service representative provided remote technical support and recommended to the hospital to replace the anesthesia delivery board.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, indicating a failure of the pre-use test. There was no report of patient involvement.